Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure device had migrated/ migration of essure device location of device: outside fallopian tube"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida, parity 2 ((B)(6) 2005, (B)(6) 2011) and diabetes. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),"). On (B)(6) 2012, 4 months 20 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia visualized. Coils implanted on right and left. Coils visible on right 3. Coils visible on left 1. The plaintiff is currently planning for removal. Diagnostic results: an x- ray showed the right essure device was properly, in place, the left essure device had migrated. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet- new reporter were added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure device had migrated/ migration of essure device location of device: outside fallopian tube"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: only one fallopian tube was blocked. (B)(6) 2012. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included multigravida, parity 2 ((B)(6) 2005, (B)(6) 2011) and diabetes. Concomitant products included paracetamol (acetaminophen) since 2011. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On 11-nov-2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric condition: depression") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 20 days after insertion of essure. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). At the time of the report, the device dislocation, pelvic pain, depression, anxiety, vaginal haemorrhage and menorrhagia had not resolved and the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia visualized. Coils implanted on right and left. Coils visible on right 3. Coils visible on left 1. The plaintiff is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: only one fallopian tube was blocked.. Most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received. Outcome of the events were updated. Patient's medical history was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure device had migrated/ migration of essure device location of device: outside fallopian tube"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida, parity 2 ((B)(6) 2005, (B)(6) 2011) and diabetes. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, 4 months 20 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: both tubal ostia visualized. Coils implanted on right and left. Coils visible on right 3. Coils visible on left 1. Diagnostic results: an x- ray showed the right essure device was properly, in place, the left essure device had migrated. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events pain, depression and mental anguish were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.